Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported device broke during procedure, all pieces were retrieved.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: it was reported that the twinloop flex drill bit broke at the distal end of the puzzle piece shaft. It was reported that the surgeon noticed the breakage, and retrieved the piece. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: user applied excessive force on drill, reuse of disposable drill, starting and stopping drill, pulling drill out of bone without running drill, or moving drill guide during drilling. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported device broke during procedure, all pieces were retrieved.